Manufacturer narrative:
Updated information received from the end user. The lot reported is not manufactured by this facility. This specific lot of devices was manufactured by surgical specialties (B)(6). This manufacturing facility is responsible for filing all reports related to products manufactured in that facility.

Manufacturer narrative:
The lot number(s) of the devices utilized for the procedures was reported as "unknown". Without this pertinent information a review of the device history records or retained samples cannot be performed. No devices are available for evaluation. Additional details and patient specific information was requested. No information has been received to date.

Event description:
Dr (B)(6) at (B)(6) hospital has had 21 hip arthroplasty patients return with severe wound dehiscence after using stratafix sxmd2b411. Some of the problems occurred days after surgery whilst some returned after some weeks. He used to use the quill equivalent and was converted to stratafix in august. The wounds show sloughy necrotic tissue with pieces of suture still visible. According to the surgeon and his wound care sister, they have cultured all the wounds with no bacteria found. He stated that it appears to be a pure inflammatory response. According to dr (B)(6),they have changed nothing in their theatre except for the suture. They have also conducted investigations to ascertain if the problem could be from something else.